Event description:
Related manufacturer reference number: 2017865-2023-52479, 2017865-2023-52480it was reported that the patient presented to the hospital with an unspecified infection. The physician explanted the system ¿ the pulse generator, right ventricular lead and right atrial lead. The system was replaced on (B)(6) 2023. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned and visual inspection was normal. Interrogation of the device revealed it was above elective replacement indicator (eri) when received. The cause of infection could not be traced to the device.

Manufacturer narrative:
Correction: the correct hospital name and address should have been "adventhealth daytona beach" and "301 memorial medical pkwy", rather than "complete cardiology care" and "305 memorial medical pkwy ste 300".